Event description:
It was reported that the right ventricular lead exhibited high threshold and r-waves were low at 2.5 mv. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.